Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive which prevented the customer from completing the load process. Additionally, a malfunction alarm occurred. The customer's blood glucose was between 250-320mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.